Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed: it was reported that lead noise was detected in all three channels. Patient received 16 inappropriate shocks and multiple atp for lead noise.